Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)/general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, vaginal bleeding, lower abdominal pain, nausea, vomiting and pelvic pain. Concurrent conditions included general body pain, headache, neck pain, uterine bleeding and menses painful. Concomitant products included ibuprofen and oxycodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/weight loss (specify which one ): weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, fatigue, vaginal discharge, weight increased, vulvovaginal pain, migraine and abdominal pain outcome was unknown. The reporter considered abdominal pain, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most , if not all symptoms. Current weight 190 lbs. 2·3 coils on both sides. Patient received treatment for- pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on 19-mar-2010: total bilateral occlusion/bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : pelvic pain, vaginal haemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event was added- abdominal pain. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), vulvovaginal pain ("vaginal pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/weight loss (specify which one ): weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, fatigue, vaginal discharge, weight increased, vulvovaginal pain and migraine outcome was unknown. The reporter considered fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: it was reported that most , if not all symptoms current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: new reporter added. Category of case changed to incident. . Patient demographic added. Event injury is replaced by pain. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal bleeding (general), migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, fatigue, apareunia (inability to have sexual intercourse), vaginal discharge, vaginal pain and weight gain were added. Concomitant drug, medical history added and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.